Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. Patient called in and reported a power on reset (por) message; meaning was reviewed. The patient observed the por when they tried to turn stimulation back on after their back surgery (unrelated to device/therapy). The patient was still in the hospital and was told to have the nurse or hcp request for a manufacture representative (rep) to come clear the por. Later on that day, a nurse reported a power on reset (por) message; this was observed on the patient programmer (pp). The caller did not know if stimulation was turned off or if electro cautery was used. The nurse further said the patient refused to go home or see their healthcare provider (hcp) until their ins was fixed. The caller did not have access to a clinician programmer (cp) so the patient/caller was redirected to the hcp. No patient symptoms were reported and no further complications have been reported as a result of this event.